Event description:
Litigation papers allege the patient suffers from pain, discomfort, tenderness, fluid accumulation, elevated ion levels of cobalt and chromium and a popping sensation in the implanted hip. Update - plaintiff's preliminary disclosure form was received, which identified (part/lot) and dor information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has also reported the revision surgery. Patient was revised due to elevated ion levels. Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to brownish fluid within the joint and fretting and debris of the femoral head and stem. The stem, stem sleeve and adaptor sleeve have been added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.